Event description:
Ous MDR - after an implant period of approximately 68 months, shock impedance values of greater than 150 ohm were reported. During the revision procedure, the lead was capped. A fragment of the lead was explanted and returned to biotronik. A possible insulation breach was assumed, but could not be confirmed by xray.

Manufacturer narrative:
In the returned state, the lead had been cut through 23 cm distal of the is-1 connector pin. Only the proximal fragment was returned for analysis. During the analysis, the lead properties were checked. Multiple signs of abrasion could be found along the lead body. Especially 20 cm distal of the is-1 connector pin, the insulation was damaged due to fraying. This damage is in all likelihood the irregularity at the insulation detected intraoperatively, which was reported in the complaint text. In this region, the coating of the rope conductor to the shock electrode also showed damage. The position and kind of fraying are characteristic for massive mechanical stress on the lead due to strong pressure onto the generator housing with simultaneous friction against it. Since the distal fragment of the lead was not available, no further examinations could be performed. Therefore, the manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of material defects or manufacturing errors.